Event description:
Three samples with discrepant creatinine results. Only the following example was provided: initial result 1.8 mg/dl, repeat 1.2 mg/dl. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.